Event description:
It was observed that during the device evaluation, the tissue pad of the ultrasonic surgical device was split off. There were no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the split pad was a stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.